Event description:
The pt requested a technology upgrade. However, device testing revealed loss of lock with the internal device. External equipment was exchanged. The issue was not resolved. Surgery to explant the pt's device will be scheduled.